Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection, the customer reported issue was confirmed. Upon inspection, it was observed that the image disappears at an angle. Furthermore, the following findings were noted upon inspection: video connector was found broken. The adhesive part of the objective lens has peeled off due to handling. Curved rubber scratches due to external factors are observed. Stress applied to the image pickup cable due to repeated angle operations, and the internal image pickup cable. Insulation (safety) cannot be ensured during high frequency treatment because the coating is conductive with the exterior metal. The curved rubber adhesive is missing operation unit missing due to handling. There are scratches on the operation part, grip, r/l (right/left plate) , light guide cover glass , light guide connector and video connector case due to external factors. Based on evaluation findings, the customer reported issue was confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of the images appear and disappear (temporary image disappearance). The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of image sensor unit or failure of internal board of video connector unit or the system. Olympus will continue to monitor field performance for this device.